Manufacturer narrative:
(B)(4). Biological debris block the actuator. The injection port with the locking connector and tubing strain relief were returned for evaluation. Upon visual inspection, it was noted that the actuator ring was in the locked position. The hooks were deployed and that one of these hooks was bent. There was biological tissue inside the actuator ring and hooks. The locking connector was also in the locked position. Per microscope it was observed that the septum was punctured 8 times and that no marks or punctures were observed on the tubing strain relief. A leak test was performed on the injection port with a successful result; no leak was found. A blockage test was performed on the injection port with a successful result; no blockage was found. A functional test was performed on the injection port and the hooks completely deployed and partially retracted. The actuator ring was partially unlocked, and hooks were partially deployed. This is due to the presence of tissue inside of hooks and actuator ring. Dimensional analysis of the returned components was performed and met specification. A device history record (DHR) was performed and no discrepancies were recorded during the manufacturing process.

Event description:
It was reported that post implant of a realize adjustable band, during a band adjustment under fluoroscopy the surgeon noticed the port was leaking. The patient had approximately four fills prior to the port leak. The port was replaced. The patient was discharged home.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.